Manufacturer narrative:
H3: the phenom 21 catheter was returned for analysis. The phenom 21 catheter¿s tip and marker were examined, and no damages were noted. No damages were found on the catheter body and catheter hub. No other anomalies were observed. The phenom 21 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water, and dried blood was found inside. The catheter was tested for resistance using an in-house 0.016-inch mandrel through the catheter hub and tip without issues. Based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint was not confirmed, as no issues were encountered while testing the phenom 21 catheter. However, the root cause of the resistance failure could not be determined. Possible causes for the resistance failure could include vessel tortuosity, incompatible/damaged devices, and a lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when using the stent retriever, an issue occurred where the stent could not pass through internally after flushing. Despite several attempts, insertion was not possible, and a report of the malfunction was received. Resistance was in the shaft proximal section of the catheter. The device was prepared as indicated in the package insert and the catheter was flushed as indicated in the IFU. There were no symptoms reported. The device was used in an "ais" procedure. Additional information was received. Actions taken to resolve the issue included replacing with another company's product.